Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
Product complaint#: (B)(4). The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 56-year-old male with a past medical history significant for tobacco use, hyperlipidemia, non-st-segment elevation myocardial infarction, and multivessel coronary artery disease. He presented as a transfer for surgical evaluation and was declined for coronary artery bypass graft surgery due to inadequate surgical targets. Cardiac catheterization demonstrated a cardiac index of 1.7 l/min/m2 and a pulmonary artery oxygen saturation of 66%. The clinical team elected to perform high-risk percutaneous coronary intervention (pci) protected by an impella cp device. The impella cp was successfully implanted, and pci of the left anterior descending artery was completed. The patient was transferred to the intensive care unit (ICU) on impella cp support for continued management. In the ICU, the impella device was noted to be positioned too deeply within the left ventricle and was repositioned under echocardiographic guidance with minimal improvement. On the following day, the patient demonstrated clinical improvement, and the plan was to remove the device. The patient¿s urine had changed color to red, and plasma-free hemoglobin levels were elevated. The impella cp device was successfully weaned and removed without complications. While the pump is conservatively coded for hemolysis, it was more likely caused by the pump malpositioninig, and the clinical plan had been to remove the pump irrespective of the hemolysis. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.